Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient had experienced syncope. A loss of capture was observed on the ventricular channel of the pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.